Event description:
Would not engage locking mechanism of metal shell which remained in patient from 1987 implantation. Dr. Deepened the groove around the equator of the liner and established a successful engagement. He did not wish to remove the shell and associated bone. Surgery was extended 90 minutes.